Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that son had been having high blood glucose. Customer stated the insulin pump was recently replaced due to physical damage. Customer stated that the set fell off and son's blood glucose was at 500's mg/dl. Customer stated unable to troubleshoot due to son at school. Customer stated there were unexplained high blood glucose and son reverted to back up plan and changes the set out. Customer stated patient has been having extreme highs and low glucose and been working with diabetes educator for the insulin pump settings. The customer was advised that we can do troubleshooting for high blood glucose to determine the cause and if the insulin pump passes the test, they may have to reach out to their healthcare provider the reason for high blood glucose. No further information provided.